Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) touch screen will not calibrate. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, e3. A getinge field service engineer (fse) technician later replaced the touchscreen assembly and video generator board. After replacement, the new display was fitted, tested, and found to be functioning properly. No patient was involved, and no harm was reported.

Manufacturer narrative:
Due to character limitation e1(event site telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. Touch screen was not calibrated. No harm reported.